Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It's alleged by the attorney through the filing of a claim that the patient underwent an open reduction internal fixation of the left periprosthetic femoral shaft fracture with plate osteosyntheses on (B)(6) 2016. It is further alleged that the patients left knee had to be revised on (B)(6) 2017 due to periprosthetic femur fracture nonunion with failure of lateral locking plate.